Event description:
The sales rep reported that in 2008, the pt was undergoing fusion surgery. The locking cap on the speedlink device came loose. It did not slip into the surgical wound. The speedlink was removed, and another speedlink was used to complete the surgery.

Manufacturer narrative:
Device history record review indicates the part met specs. Visual examination of the returned product found the cam retention feature dislodged and galled. The evidence suggests the speedlink may not have been loosened in the proper order or a failure to use the torque limiting driver when tightening the center set screw per the surgical technique.